Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacturer representative (rep) reported the nurse didn't know if they should do a dye study, or send the patient back to surgery for a new catheter. It was noted the pump had been having problems since may. The hcp saw the patient, went it and said there was a lot of scar tissue around the connecting part of the catheter. The scar tissue was all cleared out but the patient was still having problems. A catheter access dye study was not worth it since it was hard for the patient to get to the clinic. The patient was very spastic but had one day where he was lethargic. This started before surgery and remains. The rep thought it could be kink. The hcp doesn't want to give the patient any other oral medication because of him being lethargic and the potential of him overdosing.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 1598 mcg/day) via an implantable infusion pump. It was reported that the patient experienced a fall approximately one month ago and has had an increase in spasticity. It was noted that the medication dose was increased and the spasticity remained. The hcp performed fluoroscopy on the catheter access port and only scant blood and fluid were returned. The pump pocket was opened and the patient's catheter untangled. The catheter was when re-accessed and 2ml of clear fluid were aspirated. It was reported that a dye study was performed and did not show any catheter leaks; good flow into the intrathecal space was visualized. The hcp performed a rotor study using a bolus of 0.01 ml over 1 minute and rotor movement was able to be confirmed. No revisions or replacement were performed and the patient continued receiving therapy. The issue was stated to be resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and additional information required changes to be made to the device codes. Continuation: product ID 8781 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.